Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer would "go blank" on a reboot and the user would be unable to see anything. After several reboots the programmer would show the display or work ok. It was further reported that the programmer had a broken rear case and needed a new handle. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a blank screen during reboot attempts, however the hard drive was replaced as a preventive and the software was also reloaded. Analysis did confirm the comment of a broken rear case and handle, and therefore the broken power cord bay and the carrying handle were both replaced, as were the damaged upper hinge plate, worn out lower case, out of specification floppy drive and noisy system fan. No other anomalies were found.